Manufacturer narrative:
(B)(4).per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter discontinued service and ceased all design related support on flo-gard (B)(4) ((B)(4)) and (B)(4) ((B)(4)) in the u.s. Region as of (B)(6) 2010. Baxter will continue to collect product complaints, but periodic monitoring/trending and analyses of the u.s. Complaints for product improvements will no longer be required. Baxter will continue to monitor and report on death and serious injury events and follow existing escalation processes to assess the impact on patient safety. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a condition of "wouldn't stop during an occlusion test" was not confirmed nor duplicated during product evaluation. This condition was most likely caused by sticky actuators on the occlusion sensors, which was in turn caused by fluid ingress. The upstream and downstream occlusion sensors were replaced to correct the reported condition. Additional information: a service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a flo-gard infusion pump which "wouldn't stop during an occlusion test". Therefore, the pump failed to alarm occlusion. This event was identified during bio-medical service. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.